Event description:
It was reported that during a heavily calcified, heavily torturous, anterior tibial artery interventional procedure, a trek rx 2.5 x 20 mm balloon dilatation catheter (bdc) was advanced with a pedal access through a 4 french non-abbott guide catheter over a prowater workhorse guide wire, but the bdc would not cross the patient's anatomy to the lesion and was removed. The same trek rx 2.5 x 20 mm bdc was advanced through a common femoral artery access and crossed the lesion successfully. The trek rx 2.5 x 20 mm balloon was inflated two times, fully deflated without issue, and removed without resistance. An angiogram was done and there were balloon markers seen in the anterior tibial artery. The trek rx 2.5 x 20 mm bdc was examined and the bdc was separated at the guide wire exit notch. A snare was used to try and snare the distal bdc unsuccessfully which only pushed the bdc more distal in location. A new mini trek 2.0 x 15 mm bdc was advanced through the pedal access used to trap and hold the trek 2.5 x 20 mm bdc in place and the trek rx 2.5 x 20 mm bdc was snared and removed successfully. The mini trek rx 2.0 x 15 mm bdc was deflated and there was resistance felt with removal through the 4 french pedal access non-abbott sheath. After the mini trek 2.0 x 15 mm bdc was removed from the anatomy and out of the sheath, the bdc separated into two at the guide wire exit notch. The procedure was complete. There was no adverse patient effect, but there was a three hour delay in the procedure. The patient is in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation (balloon models 2.00 mm - 5.00 mm only). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dil cath: 4 french glide catheter; guide wire: prowater. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The mini trek referenced is being filed under separate a manufacturing report number.